Manufacturer narrative:
The referenced peri-operative stroke was not previously reported to the manufacturer and no details were provided. (B)(4). Approximate age of device ¿ 1 year, 11 months. The device is expected to be returned for evaluation. It has not yet been received. No additional information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. The patient presented to the hospital on (B)(6) 2016 with altered mental status and in cardiogenic shock. The lvad system showed high pump power readings and high estimated flows. CT scans, including chest, abdomen and pelvis were reportedly devoid of any acute stroke findings. The pump outflow graft reportedly had thrombus within it, indicating an obstruction of flow. The patient required bolus doses of epinephrine and levophed. Transesophageal echocardiography revealed reduced left ventricular function, moderate right ventricular dysfunction, no aortic insufficiency, and the aortic valve was opening with every heartbeat. The patient was anuric and the residual output in the foley catheter bag appeared to show hemolysis. The patient underwent a pump exchange for device thrombosis. No additional information was provided.

Manufacturer narrative:
The explanted device was not returned for evaluation. The report of thrombus in the outflow graft could not be confirmed as the pump was not returned for evaluation. A specific cause for the reported pump power and estimated flow elevations, intracranial bleeding, hemolysis and cardiogenic shock could not be conclusively determined. Device thrombosis, hemolysis, and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Additional information: it was reported that the device would be returned for evaluation; however, the pump has not been received to date. The manufacturer is closing the file on this event. If the pump is returned, the device will be evaluated and a subsequent follow-up report will be submitted. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information was received on 24aug2017. It was reported that the patient had peri-operative bleeding. The patients inr was supratherapeutic (7) and the platelet count was low (100,000 per microliter). The patient was given packed red blood cells, fresh frozen plasma and platelet concentrate transfusions. The bleeding was from all cut surfaces. A meticulous hemostasis was achieved after 2 hours. Two chest tubes were placed and the chest was packed. After meticulous hemostasis, coagulopahty was still noted to be quite significant. The patient was transferred to intensive care unit in critical condition.